Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Maude report was inadvertently left out of initial submission. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an injury due to the use of an intravia container with visible particulate matter in the bag. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted on lot numbers ur14e20092, ur14e15134 and ur14e27063 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.